Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular surgery in a patient, the tip of the subject guidewire broke inside the patient vasculature. After multiple attempts to retrieve the broken the fragment, it was determined by the physician that the risks outweighed the benefits of further attempts to retrieve. The broken fragment of the subject guidewire was left in patient anatomy. There was hospitalization of the patient due to the reported event. No other information is available.

Event description:
It was reported that during an endovascular surgery in a patient, the tip of the subject guidewire broke inside the patient vasculature. After multiple attempts to retrieve the broken the fragment, it was determined by the physician that the risks outweighed the benefits of further attempts to retrieve. The broken fragment of the subject guidewire was left in patient anatomy. There was hospitalization of the patient due to the reported event. No other information is available.

Manufacturer narrative:
Although the lot number was not provided, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿un-retrieved device fragments¿.